Event description:
The customer reports back to back results of 402 mg/dl compared to 60 mg/dl on the doctor's meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.